Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was unavailable by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an total elbow arthroplasty on an unknown date. Subsequently, the patient had a distal third humeral fracture on an unknown date and needs a distal humeral replacement. Ulna is well fixed. It was reported that no further information is available.

Event description:
It was reported that a patient with a prior total elbow arthroplasty experienced component migration/loosening and wear with fracture of the indwelling humeral component, and sustained a distal third humeral fracture. Subsequently, the ulnar component was assessed as well fixed, and the surgeon requested a distal humeral replacement compatible with the existing ulnar component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d1; d2; d4; d9; g1; g3; g4; g6; h1; h2; h3; h6. The reported event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.